Event description:
The customer reported the loaner unit they received reset. No patient involvement was reported.

Manufacturer narrative:
(B)(4). The customer reported the loaner unit they received reset. No patient involvement was reported. The device was evaluated at philips. The symptom could not be duplicated. The device was returned to the philips loaner pool after passing all required testing.